Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the elective procedure to replace this device, pacing pauses occurred when the physician would cease electrocautery. A boston scientific technical services consultant discussed the potential reason for the pauses and suggested the physician use shorter bursts of cautery and increase the lower rate limit so pacing resumes sooner. No adverse patient effects were reported.